Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients.  The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. In this case, the exact cause of the sapien valve stenosis could not be confirmed. However, per medical opinion the event was due to patient-prosthesis mismatch. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, seven years post implant of a 26 mm sapien valve in the aortic annulus, the patient was observed to have valvular stenosis and it was decided to implant a 26 mm sapien 3 ultra valve. During the valve in valve procedure the patient decompensated. CPR was initiated and the delivery system/crimped valve were removed and the case was aborted. During CPR it was reported a vena cava tear occurred due to the chest compressions. Surgical intervention was performed, however the patient decompensated further and expired same day.  The cause of the lv perforation is unknown however, per medical opinion, the lv perforation and vena cava tear were not related to an edwards device malfunction. In addition, there was no allegation the patient's demise was related to the sapien valve stenosis. The sapien 3 ultra valve and commander delivery system were discarded. Per report, according to the physician 'the patient should have initially received a 23 mm sapien valve not a 26 mm sapien valve and had valve prosthetic mismatch.'